Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon investigation the battery charger/modem was resetting and unable to charge batteries. The cause for the resets was isolated to a shorted u13 cmos flash microcontroller and a contaminated battery board. The root cause for the shorted u13 component could not be positively identified. The root cause for the contaminated was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
The daughter of a (B)(6) male pt called zoll customer support to report that pt's battery charger was not charging his batteries. The pt was issued a replacement battery charger/modem.